Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic hemostasis procedure for treatment. The clinician stated that the resolution clip device would not complete the deployment sequence by releasing from the catheter after being attached to the bleed site. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. There is no further info available regarding this event at this time. Should additional info become available, a supplemental medwatch report will be submitted under the appropriate sequence number.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.